Event description:
Subsequent to the initially filed report, the device was received, and the balloon was tightly folded indicating that the balloon had not been inflated. The account stated that the balloon was never inflated as it was used to cross a tight lesion. An unspecified wire was swapped and the balloon came out; and, the balloon was re-inserted and attempted to be advanced through the tight lesion. The balloon felt weak and stretched in a segment and was decided not to be used. No additional information was provided.

Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The reported complaints were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the anterior tibial artery with none calcification and none tortuosity. The 1.2x20mm armada 14 percutaneous transluminal angioplasty (pta) catheter was used once without issue. When it was attempted to be re-introduced into the anatomy. An unspecified guide wire could not advance through the balloon since the shaft was noted to be stretched. Another 1.2x20mm armada was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.